Event description:
A customer contacted beckman coulter inc. (Bci) stating that clear liquid was leaking from the unicel dxc 600 pro synchron chemistry analyzer and onto the laboratory floor. No operator exposure was noted for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse performed troubleshooting and replaced the reagent probe waste valve, the wash manifold valve, and the wash probe solenoid valve. The repairs were verified through established procedures.